Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 160 mg/dl, 325 mg/dl, and 156 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Caller reportedly used two different test strip vials to obtain the reported values, but did not know which vial produced which erroneous result. (B)(6).